Manufacturer narrative:
The complaint of leakage on the vb-20 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13648947 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for investigation- it has not been received.

Event description:
The event occurred on an unknown date involving a rio¿ drug reconstitution transfer device where it was reported that the current lot of drug reconstitution transfer devices was not reconstituting the medication properly and that in the attempt at reconstitution that it was also causing the fluid to leak. There was unknown patient involvement and unknown human harm.